Event description:
During a shoulder repair the distal portion of a suture grasper broke off into the pt's body. All was retrieved and the case was concluded successfully without further incident or harm to the pt.